Event description:
Reportedly, when an attempt was made to deliver 300 joules to the pt, the defibrillator would not complete charge. It was alleged the attempting crew saw the device disarm itself and then shut off. Pt outcome was not reported. There was no reported association between the malfunction and pt outcome.